Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b, explant date: not applicable, lens remains implanted, therefor not explanted. Section e1, telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6, health effect, clinical code: 4581: incision enlarged. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation, the surgeon noticed a scratch on the center of the lens. The incision was enlarged. No further information will be provided.